Manufacturer narrative:
The particles were examined by a lab which concluded that the energy-dispersive spectrometer (eds) analyses indicated that the white colored particles consist primarily of carbon and oxygen. Lesser concentrations of silicon, calcium, aluminum, sodium and chlorine were also detected. This is consistent with organic material, mineral deposits and saline residue. The lab report analysis indicates that the particles are a polycarbonate. While there is a component of the product which contains a polycarbonate mix the particle cannot be definitively traced to part. We will continue to monitor for this reported complaint. The investigation is complete. Related MDR''s 0001920664-2019-00228 & 0001920664-2019-00230.

Manufacturer narrative:
Two small plastic specimen cups were returned in a plastic bag. The cups contain an unknown fluid and one light colored particle in each cup. The original pack components were not returned. It cannot be determined if the pack components were damaged. The particles are hard to the touch and are visible with the unaided eye. The particles have been sent to a lab for analysis. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is necessary. Manufacturing and sterilization records were reviewed and found to be acceptable. No CAPA is required, since there is no non-conformance. The investigation is ongoing. Related MDR''s: 0007920664-2019-00228 & 0001920664-2019-00230.

Manufacturer narrative:
The product is not being returned for evaluation however the particles are to be returned for analysis. The investigation is ongoing. Related MDR's: 0001920664-2019-00228 & 0001920664-2019-00230.

Event description:
A facility in (B)(6) reported three cases of a small white foreign body coming out of the end of the phaco probe during surgery. The particles were removed. There was no patient injury and the surgery was not delayed.